Event description:
A malfunction alarm was reported by the customer, specifically a malfunction-0x 277d code. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. Customer resumed pump therapy.